Event description:
Lumina nrg fat iron, shocked and burned me, they advertise as FDA approved, they refuse to refund my money, the item and company are a scam. FDA safety report ID# (B)(4).

Event description:
Additional infromation received for report mw5107140 on 03/10/2022 for procode. Procode: nzf.